Event description:
The customer reported that battery failed to charge. The customer has swapped battery and ac power module and still not charging. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that battery failed to charge. The customer has swapped battery and ac power module and still not charging. There was no report of pt involvement. The battery was evaluated at philips and the failure was verified. The battery failed to charge as well as failed to power the device. A new batter was sent to the customer. We will consider that this resolved the battery failure issue.